Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer reloaded the cartridge to address the issue. It was also reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer's blood glucose level as a result of the reported issues.